Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and battery cap contact. Unable to verify battery out limit or perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system or no delivery test due to blank display anomaly. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump displayed a message saying line battery was registering then device shut off. Device alarmed a no delivery alarm at time of call. Customer's blood glucose was 409 mg/dl. Device had a blank display at time of call. After troubleshooting, display did not return. There were cracks on the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.